Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving medication via an implantable pump for non-malignant pain and failed back syndrome - other. At one point (initially reported as 3-4 years ago, but later clarified as 5 years ago), the patient's pump was inadvertently refilled with narcotics and the patient ended up in the hospital. The wrong medication was put into the pump, but due to a lack of cooperation in the investigation, it was not determined why it happened. The patient could not urinate, broke out in a rash, skin became itchy, and arms and face started to go numb. The patient was taken to the emergency room (ER) and admitted to the hospital. The pump was turned off eventually, medicine was taken out of the pump, and new medication (clonidine) was put back into the pump. The medications were sent to a lab to be analyzed for what narcotics were present and the healthcare provider retested on (B)(6) 2011. The patient was discharged from the pain clinic and now has a home health agency refill the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.